Event description:
The customer reported, several buttons on the display are not working.

Manufacturer narrative:
(B)(4). The customer reported, several buttons on the display are not working. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.